Event description:
As reported, a 6f exoseal vascular closure device (vcd) could not be deployed as the black and white marking did not close fully, preventing the green button from being pressed to deploy the sealant. There was no reported patient injury. The user is trained to the device. The device was properly stored and opened in sterile field. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f exoseal vascular closure device (vcd) could not be deployed as the black and white marking did not close fully, preventing the green button from being pressed to deploy the sealant. There was no reported patient injury. The user is trained to the device. The device was properly stored and opened in sterile field. The procedure used a retrograde approach and the exoseal vcd was used in an interventional procedure. The exoseal vcd was prepped according to the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. A non-cordis arterial sheath introducer was used. The femoral artery¿s suitability was verified on angiography, confirming an insertion angle of 30¿45 degrees. The vessel diameter was verified to be =5 mm, with no visible calcium/plaque, no stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within 30 days prior, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly, an audible click was heard, pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The indicator showed black during the process, but the indicator window did not show any red color. When the device was removed, the loop was showing with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. A 6f non cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.